Event description:
It was reported to boston scientific corp on march 25, 2009, that a cre esophageal wireguided balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the balloon ruptured inside the pt. The balloon separated, but remained intact and did not separate within pt. The procedure was completed with another cre esophageal wireguided balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (B)(4).